Event description:
It was reported that the patient needed help decreasing their stimulation. The patient had the surgery 4 days ago and yesterday they started feeling stimulation in their legs and when they tried to lay down, it felt even worse. It was reported that patient was not able to sleep. It was confirmed that the patient¿s stimulation was on at 0.8v on program 2. The patient turned stimulation down to 0.7v and felt stimulation in front of where the patient urinates and in the bicycle seat area. It was noted that the patient did not have a uterus. The patient never felt stimulation in their legs until yesterday and did not have trouble with the trial and was surprised to experience it now. It was reported that the patient had nausea and had been sick to their stomach. That was the only thing that the patient could think of that might have caused the patient to fell stimulation in their legs. It was noted that the patient was already sick when they came home from surgery and was also sick yesterday and today.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0f1zv, implanted: (B)(6) 2014, product type: lead. (B)(4).